Manufacturer narrative:
(B)(4). Ack 1 and ack 2 were successfully received. Ack3 was not received; a transmission error occurred due to an invalid date format. Rr resubmitted on (B)(4) 2013. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). Concomitant products: c2tr01 implantable pulse generator (ipg), implanted: (B)(6) 2013; icf09b52 implantable pacing lead, implanted: (B)(6) 2002; icf09b58 implantable pacing lead, implanted: (B)(6) 2002.

Event description:
It was reported that an infection occurred and erosion was impending. The lead was explanted. No further patient complications have been reported as a result of this event.